Event description:
Upon insertion of aortic cannula, it was noted that an excess of blood was coming from the site of the purse string suture. The was an acute hemodynamic instability. Cannula was removed. The end of cannula was broken off, and held together by internal supporting wire.